Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a telemetry problem during a device interrogation. It was noted the there was a continued switch between full telemetry signal and a "reposition programming head" message, and as a result, the interrogation was not possible. Two different programmers were used but the problem was still observed, therefore, a manual guided reset (mgr) was scheduled. However, there was no telemetry possible and the mgr was unable to be performed. It was further added the ipg was exhibiting normal parameters and the physician decided to check the performance with an electrocardiogram (ECG), which revealed the device was working as expected. It was noted the patient had received 39 sessions of therapeutic radiation the previous year, which led to a "presumable reason for the telemetry failure." The ipg remains in use. No patient complications have been reported as a result of this event.